Event description:
It was reported during in clinic follow up that the left ventricular lead had dislodged. The lead was explanted and successfully replaced. Further information was requested, but not yet available.

Event description:
New information received notes loss of capture. Dislodgement was confirmed via imaging.